Event description:
Event description guidant received information that upon interrogating this pacemaker, which had been observed to be depleting in a normal fashion for nearly 6 years, a beginning of life (bol) battery measurement was unexpectedly displayed. The device was also included in the second population as described in guidant's january 21, 2006 physician letter and it was questioned whether the battery measurement was due to degradation of the hermetic seal component. During the procedure to replace the device, the outer insulation on both chronic leads was observed to have degraded, underneath some scar tissue, leaving the conductor coils of both leads exposed. The leads were surgically abandoned. The decision was made to proceed with single chamber pacing due to the patient's chronic atrial fibrillation and a new ventricular lead was successfully placed. The device was returned to guidant for analysis.